Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient died. During an ablation procedure the radio frequency ablation of cavotricuspid isthmus was performed without issue. Then the transeptal access was gained, and standard pulmonary vein isolation and posterior wall pulse field ablation was completed. Simultaneously with completion of post mapping with farawave catheter, when the physician was about to remove catheter and sheath from left atrium, the anesthesiologist alerted the physician about an issue. It was noted that the patient rhythm deteriorated to ventricular tachycardia and ventricular fibrillation then shock and cardiopulmonary resuscitation was initiated, it continued for 20mins. The physician evaluated for effusion/tamponade and nothing beyond baseline was found. It was no possible to restore sinus rhythm. Impella was going to be inserted but family asked staff to stop life saving measures. The official cause of death was acute myocardial infarction; no autopsy was performed. The physician indicated that neither the boston scientific device nor the procedure contributed to the complication. No devices issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed.